Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled 300. As it was stated, the handle retaining ring was broken. Based on the photographic evidence, the headlight handle was cracked resulting in possibility of missing particles and creating a risk of handle's detachment. There was no injury reported, however we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Defective ring of the handle (ard367527555) was replaced and device back to usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event due to broken handle. Provided information does indicate that upon the event occurrence, the device was not being used for patient treatment. When reviewing reportable events for this type of issue we were able to establish that the received incidents are occurring at a low ratio. We have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. A root cause analysis for the issue of broken handle rings was performed by the manufacturer¿s subject matter experts (sme) and according to their analysis; the light head pwd300 is conforming to the standard iec 60601-2-41 and therefore the light head handling cannot be the reason of this breakage in normal use. An excessive tightening of the 3 screws of the interface assembly cannot lead to such a breakage neither. According to an investigation by the sme at the manufacturer, the recommended cleaning products involving a chemical reaction and thus the interface weakness is ruled out, which cannot be confirmed with prohibited products. Therefore, the most probable root cause of this breakage could be then a combination of chemical stress and excessive radial force applied on the handle. For that reason, based on satisfactory feedback from the field about a similar part on pwd500 the modification 180614 was engaged with the new supplier replacing the row material abs+pc by pa66. In february 2019 mechanical and chemical tests were performed to validate this change. The sme¿s report mentions the conformity of these parts made in pa66. New parts in pa66 have been launched in production in may 2019 and all interfaces stamped with the date of 2019 or after belong to the latest version. Regarding this case the interface is prior 2019, hence belongs to the previous version (abspc). We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of h4 manufacture date and b5 describe event and problem fields deems required. This is based on the internal evaluation. Previous h4 manufacture date: 2019-07-30 corrected h4 manufacture date: 2019-07-31 previous b5 describe event and problem: on 1st june, 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 300. As it was stated the handle ring was broken with missing particles. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 26th may, 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 300. As it was stated, the handle retaining ring was broken. Based on the photographic evidence, the headlight handle was cracked resulting in possibility of missing particles and creating a risk of handle's detachment. There was no injury reported, however we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Initial reporter: getinge technician.

Event description:
On 26th may, 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 300. As it was stated, the handle retaining ring was broken. Based on the photographic evidence, the headlight handle was cracked resulting in possibility of missing particles and creating a risk of handle's detachment. There was no injury reported, however we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3: device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 300. As it was stated the handle ring was broken with missing particles. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.